Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had failed and displayed high impedance in addition to having sensing issues. The lead was explanted. New lead could not be implanted due to subclavian occlusion. No further patient complications have been reported as a result of this event.